Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00904 thru 3012447612-2018-00915.

Event description:
It was reported that four pedicle screw disassembled and the threads of eight closure tops were damaged during surgery. Alternative screws and closure tops were used to complete the procedure. There was a delay greater than 30 minutes, but there were no reported impacts associated with the delay. This is report three of twelve for this event.

Manufacturer narrative:
Additional information: the returned closure top was evaluated. There were no issues detected on the closure top. A review of the manufacturing records did not identify any issues which would have contributed to the reported event.

Event description:
It was reported that four pedicle screw disassembled and the threads of eight closure tops were damaged during surgery. Alternative screws and closure tops were used to complete the procedure. There was a delay greater than 30 minutes, but there were no reported impacts associated with the delay. This is report three of twelve for this event.